Manufacturer narrative:
Integra has completed their internal investigation on january 19, 2018. Results: evaluation of returned device; no visual issues noted on radius form or end teeth, these both seem sharp and would not cause any issues. DHR review; no anomalies were found on the DHR for lot fp3b. Complaints history; this is the first incident recorded for the manufacturing lot fp3b. (B)(4) parts ref.159027nd were released initially for sales. Conclusion: as no anomaly was found during documentary review and failure analysis, root cause could not be determined. Additional information - issue noticed at the beginning of the drilling (first cortex) - bone quality normal - the ffdrill of the old ffset was used and it went smoothly then.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
1 of 2 reports: other mfg report number: 9615741-2017-00042. It was reported that the physician used the new ff2 consignment for the first time. When using the 2 in 1 drill ((B)(4)); both drills didn't seem sharp enough and seemed ineffective. She had to open the old ff consignment and use the drills of this set. Product was in contact with the patient; however, no patient injury was reported and the event lead to 10 minutes surgical delay.